Event description:
It was reported that during training/demo, the clinical sales representative (csr) contacted the technical support engineer (tse) while setting the system up for a training session and reported they are getting an error on the robot. System logs were unavailable at the time of the call. Customer informed all of the robot leds are illuminated yellow, and the tower power button just continues to flash blue. Customer also informed there is a message on the robot touchpad that says system connecting, please wait for da vinci to be ready. Tse confirmed no system information is populating under the system information tab as well. Tse asked the customer to power off the system, disconnect the blue fiber cables, and power on each cart in stand-alone mode. The console and robot powered on successfully and the power buttons illuminated solid blue. However, the tower did not complete self-test. The tower power button continued to flash blue, and there was still no system information populating. Tse inquired if the hospital has experienced any power related issues recently and the customer advised there have been bad storms throughout the area and there is a good chance the or may have lost power at some point. Tse advised that the tower common computer controller (ccc) likely needed to be replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced vision side cart (vsc) common compute controller (ccc) configuration (cfg) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc vsc cfg was analyzed and in lighthouse, these failures of da vinci not powering on and error 297 was found indicating a node revision or cyclic redundancy check (crc) is incompatible with build. Upon visual inspection, no issues were found that would be related to the reported event. This unit was installed on the dv5 in-house test system. Programming was unsuccessful and the vsc power button was flashing blue, and the touchscreen has a blank screen. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that a software problem on the ccc board appeared to be the root cause of the reported failure.